Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7081823/7081863, UDI: (B)(4), UDI: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. The explanted device components were kept by the facility and unable to be returned. No further information has been obtained.